Event description:
It was reported that during implantation of implantable cardioverter defibrillator (ICD) the patient already has methicillin-resistant staphylococcus aureus (mrsa) infection. There was no additional adverse patient effects reported.